Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during an open splenectomy procedure at the beginning around the third firing, right as the surgery was starting. On the splenic vessels, the knife blade could not retract and after making a cut, the doctor could not open the handle and was having trouble. The gray button seemed to get stuck and the doctor had to push it from the other side to release it. They cleaned the device once to see if that was the issue, but it stayed the same. The knife blade was extended, but it did not protrude beyond the edge of the jaws. Another ligasure was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the knife blade could not retract, and after making a cut, the doctor could not open the handle and was having trouble. Another device was used with the same generator and it worked fine. There was no patient injury.